Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The failure mode was changed to "placement signal issue" as issue was in relation to sensor. Pump was returned and upon inspection blood was found on the sensor face. There were no other abnormalities or damages to sensor or sensor area. The data logs from the field do not show any placement signal alarms. The motor current was stable while placement signal drifted up and flow drifted down before flow calculation loss. The pump was tested in the flow loop and sensor drift reproduced. The root cause of the placement signal issue was determined to be sensor drift of the sensor. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, the pump¿s flow readings and waveforms were lost. Despite this, the patient remained hemodynamically stable and continued to receive effective circulatory support from the pump.